Manufacturer narrative:
Lot review: suspect lot# 3280850 showed (B)(4) units were manufactured, tested, inspected and released in july 2016 citing no exception documents. Visual analysis: 3/21/2017 - received one used 011-46112-52, nicu transpac® it monitoring kit w/30 ml flush device, blood sampling port and 10 cc contamination sheath syringe; lot number is unknown. The 10 ml syringe was connected to female luer that was confirmed to be cracked. Damage done to the female luer threads was observed. The luer was observed to be severely cracked and damaged. Material was missing. No material was found in the bd threaded luer lock slip area. No thread damage was observed in the bd luer threads. The damage done to the female luer was caused from a previously connected mating device. No other mating devices were returned for analysis. Final analysis summary: the reported compliant of cracked connection was confirmed. The root cause of the failure was from environmental stress and unintended external force. ICU medical will continue to monitor and trend the reported complaint.

Event description:
Complaint received regarding one 011-46112-52, nicu transpac® it monitoring kit w/30 ml flush device, blood sampling port and 10 cc contamination sheath syringe; lot number is unknown. Report states: arterial kit - connection to the syringe cracked and drew up air instead of blood. The kit was changed over with no harm to the baby. No adverse patient consequences reported.